Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. Device replacement was recommended. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. Device replacement was recommended. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. Device replacement was recommended. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.